Event description:
Customer reported her adc blood glucose meter was providing lower readings than her visiting nurse's meter. Customer further stated she was hospitalized "because of the meter that is providing low readings", and reported she received a reading of 97 mg/dl on her meter, which was lower than a reading of 155 mg/dl obtained from an unspecified source on an unknown date. Customer was released from the hospital on (B)(6) 2013 but it is unknown when she was admitted. No further information was provided by the customer as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1359457) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4). Additionally, for variations in reading results to be considered clinically significant they would need to fall into the c, d or e zones of the parkes error grid. The readings reported by the customer were in zone b of the parkes error grid, indicating there would be no little or no effect on clinical outcome based on the meter results all pertinent information available to abbott diabetes care has been submitted.